Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device with lot number 30229344m, and no internal actions related to the reported complaint condition were identified. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent atrial fibrillation (afib) procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. During the ablation phase, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by an echocardiogram (echo). The medical intervention provided was a pericardiocentesis and 500cc of fluid were removed. The patient was reported to be in stable condition. The patient's condition is resolved. Additional hospitalization was required. There were no other factors that might have contributed to the event. No biosense webster, inc. Product deficiencies were reported. Physician's opinion is that this event was related to procedure and patient condition. No transseptal was performed. Overall ablation time was 11 minutes 35 seconds. The last ablation cycle time at the site of injury was 8 seconds. The generator was set to power control mode at 30 watts with temperature cutoff of 50c. It was noted that the power at the time of injury was 30 watts and the temperature was not known. No power titration occurred. No anticoagulation was used. The thermocool® smart touch¿ bi-directional navigation catheter was set to 17ml/min high flow. The thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter. The catheter zeroed after the initial warm-up phase post catheter connection to carto® 3 patient interface unit. No re-zero indication was displayed by carto 3 system. No steam pop was reported. No error messages on the biosense webster, inc. Equipment were reported.